Event description:
It was reported that this right atrial (ra) lead was capped due to high pacing threshold measurements. Another lead was implanted. No additional adverse patient effects were reported.